Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
A monarc sling was implanted for treatment of stress urinary incontinence. It was reported that, as a result of having the monarc implanted in her, the pt experienced, "significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery," and has endured impaired relations with her husband. It was also reported that she has suffered chronic pain, bleeding, and dyspareunia.